Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's display screen faulty. There was no harm or injury reported. The ventilator was returned to the manufacturer's product investigation laboratory (pil) for evaluation and the customer¿s complaint was not confirmed. The device functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator's display screen faulty. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.